Event description:
A cracked and shattered touchscreen was reported, and the damage extended beneath the screen protector, rendering the touchscreen unresponsive. There was no adverse impact to the customer's blood glucose level. Since the pump was out of warranty, the customer decided to purchase a new pump.